Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. Based on the review of the logs provided, it was determined that the device was unable to complete the interrogation request with the merlin programmer. The cause of the incident was due to a software anomaly observed in the merlin programmer smr2 software, resulting in an inability to interrogate the device.

Event description:
Related manufacturer report number: 2017865-2022-08718. It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality. The patient was in stable condition.